Event description:
It was reported that during implant of the left ventricular lead, the patient became hypotensive and rapid blood loss was observed through an established pericardial drain. The lead was successfully implanted. The patient underwent anesthesia and a sternotomy was performed. A dissection of the coronary sinus was identified and repaired. An epicardial left ventricular lead was implanted at this time as well. The patient was noted to be in stable condition during hospital recovery.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicates that the patient had also experienced cardiac perforation during implant as well as pericardial pain and deep vein thrombosis of the subclavian vein. The patient required a blood transfusion at the time to resolve the issue.